Event description:
As reported to edwards through the (B)(6), the patient passed away five days post tavr procedure. She said that she wasn't sure if the death was device related, she just said that the patient ceased to breath (ctb) before discharge and he never left the hospital. Per follow up information received, the patient was admitted to the surgical intensive care unit post procedure, requiring vasopressor support. He had a right-sided pleural pigtail catheter placed for postoperative pleural effusion. The patient was diuresed and was able to be weaned from pressor support, and was stable for transfer to a regular nursing floor. By postoperative day #5, the patient suffered pulseless bradyarrhythmic cardiac arrest requiring CPR. He was intubated and transferred back to the intensive care unit. The patient then again returned into ventricular fibrillation requiring multiple defibrillations without effect. External pacing was applied, but it was unable to capture ventricular activity. The patient was aggressively resuscitated pharmacologically with epinephrine and lidocaine. The patient was then explored at the bedside for evidence of tension hemopneumothorax or anything in the mechanical nature that would merit further resuscitation, and there was no evidence of any correctable abnormalities. Despite continued efforts, the patient was pronounced expired five days post procedure.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is always caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Pea events may be related to the edwards device if it is associated to cardiac tamponade, annular rupture, or other edwards device related bleed. In this case, the cause of the arrythmias cannot be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.